Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pd culture yielded growth of pasteurella which is a bacterium that can be found in domestic animals. Therefore, the patient¿s peritonitis can be reasonably attributed to the patient¿s cat in her home where she does pd therapy. Moreover, while a temporal relationship exists between pd therapy with fresenius products and the patient¿s ruptured cyst on her kidney which caused bleeding into the peritoneum; there is no objective evidence that a fresenius product issue or malfunction was associated with the event. The patient¿s comorbid condition of polycystic kidney disease can be reasonably attributed to this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported via a customer experience survey that they have had several medical issues with peritoneal dialysis. The patient explained they have had peritonitis, a very large ruptured cyst in their right kidney, bleeding into their peritoneum from their right kidney, both of which have created severe pain. Upon follow up, the patient¿s pd nurse reported the patient was admitted to the hospital on (B)(6) 2019. A pd culture was obtained which yielded growth of the organism pasteurella. While hospitalized, the patient was treated with ancef and vancomycin (unknown dosage) intra-peritoneal (ip) for 2 days. On (B)(6) 2019, the patient was discharged home continuing pd therapy and a 21-day course of oral amoxicillin 500mg. The patient has recovered from the event, per the nurse. The nurse reported the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the event. Per the nurse, the peritonitis was associated with the patient performing pd therapy at home with their cat. Additionally, the nurse confirmed the patient had a ruptured kidney cyst that did cause some bleeding into the peritoneum on (B)(6) 2019. However, the nurse stated this event was not related to pd therapy or use of fresenius products. The nurse stated the event is related to the patient¿s comorbid polycystic kidney disease.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.